Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the patient explained that the circumstances that led to the battery depletion was the setting numbers were too high. The steps taken to resolve the incontinence and urgency was battery replacement. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. The hcp did not know the cause of the battery depletion since this was the first time they saw the patient. The status of the affected device was it had been disposed of. There were no further complications anticipated or reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator gastrointestinal/ pelvic floor. It was reported that the ins setting at 2 something and the therapy used to be controlling symptoms. Patient says now he has to go up to 5 something and symptoms are still returning. Patient services asked what symptoms caller was having and they said leaking. Caller said when they were outside they will start feeling they had to go to the bathroom but before they could go they would start leaking. Patient was adjusting stimulation on their own to try to resolve symptoms, but programmer showed that stimulation was turned off. Patient turned therapy on and noted they were feeling stimulation. Patient had stimulation at 6.05v, which was the max. Patient changed to 5.2v and didn¿t feel stimulation. Increased to 5.7 and felt a little vibration, then increased to 5.95 and felt stimulation just a little. While troubleshooting the low ins battery screen appeared. Patient noted they were told battery would last 7 years. There were no further complications reported.